Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed on the soft cannula. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 525 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The patient had gone to the hospital emergency room to have their ketones checked as they were unable to check them at their home due to running out of supplies. At the hospital the patient was diagnosed with high blood glucose levels. The patient was not provided any medical treatment or prescriptions from the hospital. The patient was at the hospital for 15 minutes. As treatment, the patient applied a new pod.